Manufacturer narrative:
Technician found the cause to be that the transfer link is worn out. The technician replaced the transfer link, washers, rivet and the screws to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brake system is not working. No patient impact.